Event description:
A caller reported experiencing a cgm error 42 with their sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset instructions and assisted the caller through the reset process, which resolved the issue, allowing the caller to start their sensor session successfully.